Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information revealed that the hematoma is improving naturally.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had a suspected hematoma at the ipg site. Surgical intervention was undertaken and a davol drain was performed. Further intervention may be pending.